Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) device needed surgery. At the time of device implant, a breast implant was punctured. The physician planned for a revision. Field representative will investigate further. This device remains in service. No additional adverse patient effects were reported.